Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision was unknown.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision was unknown.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure. The patient wanted to have the ipg upgraded.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision was unknown.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced. Reason for revision was unknown.